Event description:
Customer complaints - blood leak during treatment. The blood loss was relatively minor. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.